Event description:
Catheter trimmed and then inserted in the patient's right arm (timp confirmed in svc) and was indwelling for 15 days. Patient born at 33 weeks gestation with respiratory symptoms. Patient presented increased repiratory distress and on x-ray pleural effusion was identified. The tip of the catheter still within the svc. A tap showed tpn and lipids. The PICC catheter was removed and patient is currently stable with symptoms/signs of underlying disease.